Event description:
A customer reported that the adc device detached prematurely. The customer reported that due to this issue, they became fatigued due to hypoglycemia. The customer was treated by both a non-healthcare professional and healthcare professional with glucose nasal spray and dextrose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch or adhesive. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer reported that due to this issue, they became fatigued due to hypoglycemia. The customer was treated by both a non-healthcare professional and healthcare professional with glucose nasal spray and dextrose. There was no report of death or permanent injury associated with this event.